Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there may be premature battery depletion. The device was explanted and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).